Event description:
During an in-clinic follow-up, noise resulting in oversensing, increased pacing impedance and variable r-wave sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and the rv lead was in the original implant position. The rv lead was explanted and replaced to resolve the event. Upon visual inspection, insulation damage was observed near suture sleeve. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was confirmed. Visual examination found the optim sheath cut at the proximal region consistent with procedural damage and reported event of insulation damage. The reported events of noise, high pacing impedance, and r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.